Manufacturer narrative:
The device was received for evaluation. During evaluation, the device found the direction of flow label missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The direction of flow label requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had the direction of flow label missing. No additional information is available.